Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. It was reported that the patient was taking an anticoagulant prior to the procedure, but it was unknown when the last does was or which anticoagulant the patient was taking. No pericardial effusion was observed prior to procedure. The patient was reported to be mobile and breathless prior to procedure. The computed tomography (CT) images showed a heavily calcified aortic root. The aortic annulus diameter was 23.8mm on short axis and 25.0mm on long axis, and the perimeter was 76.8mm. The patient was given anesthesia. A trans-auxiliary approach was performed. Cutdown access was achieved to the left subclavian artery. A 6f sheath was also inserted into the right femoral artery. A pre-dilatation balloon was performed with a 20mm non-abbott compliant balloon. The patient remained stable. Heparin (6000 units) was administered during the procedure, and the patient's activated clotting time (act) level was 298 seconds. The delivery system was inserted into the subclavian artery and delivered through the patient's anatomy to the annulus. The native valve was crossed, and the navitor valve was deployed. The deployment started in the right anterior oblique (rao) angle, and the valve was deployed to 80%. A check in the left anterior oblique was performed to check for optimal depth. Optimal depth was obtained, but the navitor valve looked constrained on x-ray due to calcium in the annulus. The valve was recaptured, and the next deployment was too deep. The valve was recaptured again, and an acceptable height was achieved with the no signs of valve constrainment. From the aortogram and transesophageal echocardiogram (tee), a moderate perivalvular leak (pvl) was noted. Due to patient's challenging anatomy, the valve was deemed clinically acceptable in this position and was fully deployed. The valve deployed as intended and remained at a height of 4mm on the non-coronary cusp and 5mm on the left coronary cusp with moderate pvl. The patient remained stable. A post-dilatation was performed with a 23mm non-abbott semi-compliant balloon. The expansion of the valve was achieved, and the leak was visualized as mild on fluoroscopy and tee. It was then noted that the patient had become hemodynamically compromised with hypotension. A pericardial effusion was noted, and a pericardiocentesis was performed. Continuous blood draws were taken from the pericardiocentesis drain from the apex. Four units of red blood cells were transfused to the patient. The cause of the pericardial effusion was believed to be due to the post-dilatation. A second 27mm navitor valve was loaded and implanted in attempt to stem the bleeding. The pericardial effusion was still evident on tee. Blood was still being drained by the pericardiocentesis drain. The decision was made to perform a sternotomy to visualize the bleeding. A sternotomy was performed, and it was noted that the patient's native left and non-coronary cusps had been ruptured by the calcium. The decision was made that the patient would not be suitable for an aortic root replacement. The patient was in critical condition and was transferred to the intensive care unit (ICU). The patient died later that evening.

Manufacturer narrative:
An event of valve underexpansion, paravalvular leak, vascular dissection, and death was reported. The event and provided image was reviewed by an abbott senior director of medical affairs. The reviewer stated, "the case was reviewed; a still image of the pre procedure CT was provided showing heavy calcification (no obvious lvot calcium). After two resheaths, the valve was deployed; post-dilation was performed with a 23 mm semi-compliant balloon (appropriately sized balloon) due to moderate pvl. There was hemodynamic compromise and a pericardial effusion was noted. A second 27 mm navitor was placed (tav in tav) to reduce the annular bleed. This was not successful in reducing the bleed or treating the rupture. Then, an emergent sternotomy was done which confirmed annular rupture. A savr was not performed at the discretion of the treating physicians and the patient died later that day. This was a procedure-related death but no obvious device malfunction noted." Information from the field indicated that the valve was sized correctly based on annular dimensions, the patient had a heavily calcified annulus, and the calcium in the annulus affected valve expansion on the first deployment. Based on available information, the reported valve underexpansion and paravalvular leak appear to be related to patient conditions (heavily calcified annulus). The reported death appears to be related to the vascular dissection, which appears to be related to procedural conditions, per the provided medical review. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.